Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis revealed that the allegation against this lead was not confirmed. Laboratory observations and field report were insufficient to verify dislodgement. The lead tip appeared normal. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead dislodged to abnormal anatomical issue that was not identified in the original implant which was heavily elongated heart during respiration. The lead was fully functional, but due to possible tissue in the helix, the electrophysiologist opted to put in a new lead during revision. There were no other issues with the lead but the physician wanted to be safe and ensure that there were no tissue lodged in the old lead precluding safe adherence to the myocardium. This lead was explanted. No additional adverse patient effects were reported.